Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A doctor reported several pts experienced flap folds one day after surgery. The pts were taken back to the surgery room to stretch the flap. Additional info was received from the surgeon confirming the event occurred in two pts. This report is for the left eye of the second pt who underwent bilateral surgery and experienced flap folds in both eyes. The flaps were repositioned on (B)(6) 2014. The pt was visited on (B)(6) 2014 with no remarks. This is one of three medical device reports being filed for this facility.